Event description:
The MFR rec'd notification of pending litigation from legal counsel. A dialysis pt reportedly contracted hepatitis c during nine months of treatment at 2 dialysis facilities. During this time frame, the legal documents allege that terumo avf needle sets were used to treat the involved pt. There is no indication that a specific adverse incident occurred.